Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a proximal pancreaticoduodenectomy. While resecting the pancreas, the surgeon clamped the tissue and fired step by step. After about 30 or 40 mm a thin metal material appeared from the side of the clamp cover. Nothing fell into the patient's cavity. The surgeon retrieved the metal piece from the side of the clamp using forceps. The device was still able to fire normally and the surgeon completed the procedure with the same device. No reported injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.